Event description:
During replacing the o2 sensor by a technician, the display showed 90% when the fio2 was set at 100%. Calibrating the 92 sensor did not solve the issue. This issue was resolved by replacing the o2 sensor with a new one. There was no patient involvement in this event.